Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block (rbbb), there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4.5mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the pre-existing rbbb was the key indicator for a permanent pacemaker implant. Based on all available information, the reported event appears to be related to patient condition (pre-existing rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The perimeter of the aortic annulus was measured to be 75.8mm perimeter. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. The valve was then released with implant depth of 4.5mm on non-coronary cusp (ncc) and 4mm on left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2023, a permanent pacemaker was implanted due to pre-existing right bundle branch block (rbbb). The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The perimeter of the aortic annulus was measured to be 75.8mm perimeter. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. The valve was then released with implant depth of 4.5mm on non-coronary cusp (ncc) and 4mm on left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6), a permanent pacemaker was implanted.